Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device battery was swollen. The device was returned to the biomedical department with a report of device displaying error code 24. No specific pt information, pump programming, or event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.